Manufacturer narrative:
Zimvie dental complaint (B)(4).

Event description:
It was reported that the encode healing abutment at end of shaft the tip is flared out. This defect would not allow it to seat. Lab had to had grind the encode healing abutment to make it the correct shape to fit. Tooth site # 13.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report corrected information. Further review of the investigation confirmed that the alleged seating failure could not be verified, and malfunction could not be verified. The following sections are being reported: h2: if follow-up, what type, h6: investigation findings, h6: investigation conclusions, h10: additional narratives/data. The product was not returned. The reported event was non-verifiable. Based on the evaluation, device malfunction could not be verified. Additionally, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported device/packaging that did or could cause or contribute to the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimvie will continue to monitor for trends.

Manufacturer narrative:
This report is being submitted to report additional information. The following sections are being reported: d4: expiration date and unique identifier (UDI) number. H2: if follow-up, what type. H3: device evaluated by manufacturer. H4: device manufacturer date. H6: type of investigation. H6: investigation findings. H6: investigation conclusions. H10: additional narratives/data. The product was not returned. The reported event was confirmed via customer's. Picture. The coob could not be confirmed. Based on the evaluation, device malfunction has occurred. However, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported device/packaging that did or could cause or contribute to the reported event. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the product/packaging was within specifications and conforming when it left zimmer biomet. DHR review for the lot had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. The DHR was further reviewed to verify the product release information. No malfunction or nonconformance was identified. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. A definitive root cause could not be determined. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product/packaging was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimvie will continue to monitor for trends.

Event description:
No additional or corrected information to report.